Manufacturer narrative:
Evaluation summary;: the distal tip was stubbed, indicating that it may have occurred during advancement. The stent was positioned on the balloon between the marker bands as per specifications. The 18th, 19th and 20th distal segments were raised and deformed. Several distal segments had misaligned and overlapping struts. (B)(4).

Event description:
A resolute integrity rx drug eluting stent was being used to treat a lesion in the mid rca. The lesion was severely calcified with moderate tortuosity and 80% stenosis. The device was removed from packaging per IFU and inspected prior to use with no issues noted. Negative prep was performed. The lesion was pre-dilated several times. It is reported that resistance was encountered when advancing the device and excessive force was used. The device did not reach the lesion and during removal additional resistance was encountered and the stent struts became deformed. Another resolute integrity was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Cine images review: the returned images show the right coronary artery to be severely calcified. The images show numerous attempts to pre-dilate the vessel. The middle portion of the vessel appeared to be severely calcified and post attempted pre-dilations, the vessel appeared to be resistant to pre-dilation being performed. The images show the attempt to deploy a stent in the vessel but stent damage could not be confirmed from the returned images. Further images show a stent being successfully deployed in the vessel.